Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that the customer had a blood glucose of 570 mg/dl. Customer checked her blood glucose again and it was currently 270 mg/dl. Caller stated that it was difficult to determine if the issue was due to the high blood glucose or the meter discrepancy. Customer stated that she will monitor the issue for an hour. Customer feels that it could have been an issue with the strip and was unable to determine if it was a meter issue or a pump issue.